Event description:
The customer reported to baxter (B)(4) that black particles were in the tubing of a solution administration set. The condition was found before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed two black particles in the tube. The reported condition was confirmed. The root cause was attributed to the degradation of the raw material at die point during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.